Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. A field service engineer (fse) visited the site and confirmed that the system failed to power on. During troubleshooting, the fse identified software-related issues. The system would start but remain stuck on a screen displaying the philips logo and software release information and not complete its startup process. To resolve the issue, the fse performed a complete system software reinstallation. After the reinstallation, the system was then restored to good working condition and made ready for clinical use. The codes were updated based on the investigation outcome.